Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had a blood glucose level was 456 mg/dl with a high ketone value which was addressed with insulin pens. The contact thought that the pump was not functioning properly. The contact declined tandem technical support's offer to troubleshoot to determine a possible cause of the device issue.